Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery. It was found the alarm would occur during basal and bolus deliveries and while priming. The customer's blood glucose was unknown. The mother declined to troubleshoot and requested a replacement insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was unable to prime unit during prime test due to slightly loose drive support disk. No further tests could be performed due to prime anomaly. The insulin pump was received with cracked case at display window corners and battery tube threads and minor scratched display window.